Manufacturer narrative:
The pump passed the basic occlusion test and displacement test. There were no motor error alarms noted on the insulin pump. However, they were unable to prime the pump during the prime/compromised force sensor system test due to faulty force sensor system (gold). The motor was tested outside the device and passed. The pump was received with a cracked case at the display window corners. The pump was received with a minor scratched lcd window and a missing end cap sticker. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was unknown. Customer was assisted with clearing the alarm. Customer stated that they do not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was asked to return the pump with the battery and zero out the basal rates.